Manufacturer narrative:
Other applicable components are: product ID: 9735859, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A manufacturing representative indicated they went to the site and tested the equipment. The damaged connector was replaced and the system then performed as intended. The damaged connector was returned to medtronic for analysis. It was found that one side of the connector was slightly bent out with a broken contact inside the connector. A continuity test confirmed an open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the bulkhead was damaged at the ethernet connection. It was loose and not connecting correctly. There was no patient involved. The system was still able to be used for navigated cases by adjusting the ethernet cord to obtain communication with the imaging system.